Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fresenius cassette and the adverse event of peritonitis. The cause of the reported peritonitis is unknown; therefore, causality cannot be established. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Based on the limited information available, the liberty select cycler and/or fresenius cassette cannot be excluded from having a possible causal or contributory role in the event. Due to the lack of causality, treatment records, discharge summary and culture results, there is insufficient evidence to disassociate the liberty select cycler or fresenius cassette from the event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was experiencing modem issues while being in the hospital for a week. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was admitted for peritonitis. Additional information was requested, however it was not available. Based on the limited information available, the liberty select cycler and/or fresenius cassette cannot be excluded from having a possible causal or contributory role in the event. Due to the lack of causality, treatment records, discharge summary and culture results, there is insufficient evidence to disassociate the liberty select cycler or fresenius cassette from the event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.